Event description:
Ra and rv unipolar measures of 209 ohms triggering lead impedance alert for 190 ohms 1 days post gen change." Leads manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).